Event description:
It was reported that during a cholecystectomy, that the clip did not form correctly and turned into a coiled ribbon. The clip was retrieved and the dr finished the case with another instrument. There was no patient consequence.